Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was made aware of this complaint through a representative of the customer. There was no allegation reported by the patients related to a CPAP device's sound abatement foam. No medical intervention was specified. The device was returned to a third-party service centre. The technician confirmed no particles in the air path during the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
¿The manufacturer previously reported on this device in MDR 2518422-2024-51347. This report was submitted as a duplicate report of the previously submitted report.¿